Manufacturer narrative:
Device was received with eri falsely triggered. Analysis of the device image revealed the device was programmed to rate responsive, and eri trigger was likely due to high transient current drain caused by high maximum pacing rate. Analysis in nominal settings revealed the battery is now at eri. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that premature battery depletion was observed during device interrogation. On (B)(6) 2016, device estimated longevity was 3.75-4.0 years to eri. Device was found to reach eri on (B)(6) 2017. In house calculations were performed and showed 1.2 years to eri at 100% pacing. Due to the discrepancy between the in house longevity calculation and the programmer display, it was determined that the device may have falsely tripped eri. The physician elected to explant and replace the device. The device was explanted without any complications. The patient presented stable after the procedure.